Event description:
It was reported that the patient has been referred for a vns replacement. The patient¿s physician indicated that the leads appear to be broken; however, no impedance values were provided, and it is currently unknown how the lead fracture was determined. It was also reported that the patient recently experienced a fall, but it is unclear whether this incident contributed to any potential lead damage. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.